Manufacturer narrative:
Follow-up #1 date of submission 01/14/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/04/2016 with the following findings: a review of the black box data showed that the last basal and bolus were delivered on 11/30/2015. The basal and bolus deliveries added up to accurately reflect the total daily doses (tdd), showing that the pump was delivering accurately until the last date used. During testing, the pump successfully passed the ez prime steps. The pump was exercised for 24 hours and the pump correctly recorded 24 units in the tdd. A 10 unit audio bolus and a 10 unit normal bolus were performed and both were accurately recorded in the tdd and bolus history. An ezcarb bolus and an ezbg bolus were programmed into the pump. The pump¿s advanced bolus features were found to be calculating boluses appropriately. The complaint was not duplicated or verified during investigation. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with no reported signs or symptoms of hyperglycemia. There was no allegation of medical intervention. During troubleshooting, the reporter noted that the pump was not calculating the recommended bolus dosage correctly. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of a bolus calculation issue.